Event description:
It was reported that pumps wake button did not function as expected and required extreme effort or multiple presses to turn on pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting from tandem technical support. No additional information was provided.